Event description:
It was reported that the customer called in to report purchasing a box of gloves 2 weeks ago at walgreens, she is at the end use of the gloves when she notices majority of the gloves were cut off at the wrist.

Manufacturer narrative:
It was reported that the customer called in to report purchasing a box of gloves 2 weeks ago at walgreens, she is at the end use of the gloves when she notices majority of the gloves were cut off at the wrist. The customer and the other employees decided to use the gloves anyway. They were still useable. It was just weird seeing some of them without the wrist. We buy this brand all the time. This was the 1st time in 7 years we have ever seen this using this brand. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.